Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 32 mmol/l. The customer explained that the alarm occurred during a manual prime. The customer treated the high blood glucose with a manual injection of 10 units. Through troubleshooting, it was found that the insulin pump alarmed no delivery again while running a manual prime. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.